Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulation was intermittent for about a month prior to the report. There was no known accident or incident related to this complaint. It was also noted that the recharger noted the antenna was too hot. It was noted that the patient had "lost a ton of weight" and the stimulator was now directly under the patient's belt. The patient and the physician felt the weight loss was causing heating during recharge. Further troubleshooting was being considered. Additional information has been requested, but was not available as of the date of this report.